Event description:
On (B)(6) 2015 I had the following implants put in. Sientra textured round low projection implants, reference 20610-310lp serial #(B)(4). Within a year I began experience health issues. The symptoms have increased in number and intensity. My symptoms include: sensitivity to chemicals, not limited to new plastic bottles or containers. Chemically treated foods, difficulties swallowing, loss of appetite, weight gain, inability to loose weight; nutritional deficiencies, immune system lowered, increase food allergies, chronic fatigue, headaches/ migraines, body and join aches; sensitivity of light, bloodshot eyes, dry eyes (unable to wear contacts), body swelling, inflammation; anxiety, mood swings, inconsistent menstrual cycle, back pain, hip issues; hair falling out by the handfuls, memory loss, vision problems, sinusitis (constant), cold hands and feet, pain shoulders and neck; inability to concentrate, my declining health has become debilitating, affecting my work performance. Due to the loss of normal health, I am forced to schedule surgery to have the above mentioned implants removed. This surgery is estimated to cost from $(B)(6). This has caused a financial hardship and emotional burden, compromising the quality of my life. If I don't get surgery, with my recent rapid health decline, I could lose my job and home. FDA safety report ID # (B)(4).